Event description:
It was reported that approximately 5 years and 3 months following the implant of this transcatheter valve, the patient experienced a stroke and unstable angina with subsequent percutaneous coronary intervention (pci) for the right coronary artery (rca) and left circumflex artery (lcx). Approximately 3 months later, a computed tomography (CT) scan was performed that revealed the valve failed due to severe central aortic regurgitation. Additionally, moderate mitral regurgitation, mild tricuspid regurgitation, a mean gradient of 9 millimeters of mercury (mm hg), and possible thrombus/pannus formation inside of the valve frame were also observed. There was no paravalvular leak (pvl) noted.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: event date is approximate. Year is confirmed valid. D6a: implant date is approximate. Month and year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.